Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.

Event description:
Journal article received: osteoporotic hip fracture: comparison on various treatments of metal implants; shou z., kong c.-g., chen w.-y., ding x.-l.; journal of clinical rehabilitative tissue engineering research. 2010 may 28; 14 (22):4176-4180; reported: use of femoral anatomical plate internal fixation to treat osteoporotic patients with intertrochanteric fractures. Of 10 males and 13 females, mean age of 75, fifty two percent (14) experienced complications. This complaint is for one patient who experienced delayed fracture healing. This report is for an unknown femoral plate. It is unknown if the product was a synthes device. A copy of the literature article is being submitted with this medwatch. This report is 1 of 1 for complaint (B)(4).